Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported.